Event description:
It was reported that the clinical study patient experienced mild deep brain stimulation related dyskinesia on the right-side body extremities. The patient was administered medication. The device remains implanted in the patient.

Event description:
It was reported that the clinical study patient experienced mild deep brain stimulation related dyskinesia on the right-side body extremities. The patient was administered medication. The device remains implanted in the patient. Additional information received reassessed that the patient experienced moderate dbs related dyskinesia. The event resolved.